Manufacturer narrative:
D1 brand name was revised. D4 serial and primary UDI number were revised.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: no logs were returned. The cause of the hemolysis was most likely use related to improper positioning per clinical details that repositioning the pump resolved the issue.

Event description:
A 35-year-old male with cardiomyopathy and a pre support clinical state consistent with scai shock stage e underwent placement of two impella cp pumps for hemodynamic support. Pump 1 (s/n: (B)(6); (B)(4) was implanted on (B)(6) 2025 at 09:00 and explanted the same day at 12:30 due to failure to advance. Pump 2 (s/n: (B)(6); (B)(4); gu case (B)(4) was implanted on (B)(6) 2025 at 12:30. During support with pump 2, the patient experienced possible position related hemolysis after an initially uneventful 24 hours. There were no indications that the pump had shifted; however, repositioning of the device was performed, after which the hemolysis resolved. Based on available information, the patient experienced hemolysis that was likely associated with pump positioning, and the issue resolved following device repositioning. The device performed as expected after adjustment, and the patient ultimately stabilized and was successfully weaned from support. No additional adverse patient outcomes were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.